Event description:
The reporter indicated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens and noted the icl was implanted upside down in the pt's eye. The icl was removed within the same surgery with no pt injury. The surgeon attempted to reload the icl in a new cartridge, and tore a chunk out of the lens while loading. The back-up icl was implanted with no problem.

Manufacturer narrative:
(B) (4) - lens inserted upside down) - eval results (other): a lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).